Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, the investigation confirmed the image noise which most likely occurred due to a defective universal plug unit. However, the definitive root cause for both events cannot be determined. The event can be detected/prevented by following the instructions for use in: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material within the air/water channel and nozzle, and a noisy image. There was no patient involvement.